Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost a significant amount of weight. As a result, the patient underwent surgical intervention on (B)(6) 2019 to bury the ipg deeper.